Event description:
The customer called to report that the couch vertical was in error, even though no interlock was thrown. This is an analog machine monitored by a digital interface.

Manufacturer narrative:
There was no report of mistreatment, but a 2cm geographic miss could cause a serious injury through treatment to the wrong site. There are only two or three of these systems remaining in use, and an end of life letter has previously been sent to this customer. The device was re-calibrated and returned to operation. No add'l f/u to this MDR is expected.